Event description:
It was reported pt had developed pain and evidence of acetabular loosening 8 months post implantation. At time of explanation, pt had what appeared to be a debris reaction. Culture negative. Histology negative for acute inflammation. Polyethylene shows sub surface delamination and flaking of articulating surface.